Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding/prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingo-oophorectomy successfully removed devices.). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2010, plaintiff wenger sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.